Manufacturer narrative:
H6- correction codes. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Patient reported a fall. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 during which an additional lead was placed. Therapy was restored post-surgery.